Manufacturer narrative:
Have not received unit from consumer. An investigation is currently being conducted for all hp15 (all models) heating pads. A supplementary report will be submitted upon completion of the investigation.

Event description:
Consumer claims that the heating pad burned her shirt and skin. In following up with the consumer, she also claims that her couch was burned.